Manufacturer narrative:
The customer returned mc board was installed in an fi test ventilator. In diagnostic mode the blower ramped up to above 30000 rpm. The ventilator was run in normal ventilation for 24 hours without any errors occurring. No failure was found.

Event description:
The customer reported the blower stalled - a blower malfunction may result in no airflow during operation, which can cause vent inop and hypoventilation/lack of volume delivery during normal ventilation use. No patient involvement reported.

Manufacturer narrative:
The customer returned blower assembly as well as the motor controller and cpu boards were installed in an fi test ventilator. In diagnostic mode the blower ramped up to above 30000 rpm. The ventilator was run in normal ventilation for 2 hours without any errors occurring. No failure was found.